Manufacturer narrative:
The peritoneal dialysis infection occurred on an unspecified date in (B)(6) 2019. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal dialysis infection. The cause of the event was not reported. The specified site of the infection was unknown. It was reported the patient was hospitalized for 40 days and was treated with an unspecified anti-inflammatory drug for the event. The infection was reported to be ongoing and the patient was still hospitalized. At the time of this report, the patient was not recovered and pd therapy was ongoing. No additional information is available as the reporter declined follow up.